Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran over the temperature specification (120 degrees should be less than 118 degrees) and failed the preload assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the attachment device bearings were bad. During in-house engineering evaluation, it was observed that the device temperature was above specification. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.